Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that a patient experienced a subarachnoid hemorrhage (sah) during a pulserider assisted coil embolization of an unruptured aneurysm of the right anterior communicating artery (acom). The pulserider t, 3mm, 8mm arch (201dct/ w3725-06) aneurysm neck reconstruction device (anrd) was reportedly used as per the instructions for use (IFU). The sah occurred when the pulserider was positioned into the left acom aneurysm. It was determined that the cause of the bleeding was that the acom's penetrating branch was broken with the arch tip of the pulserider after taking multiple shots.¿ heparin was reversed and coiling continued. Six coils (unknown brand) were implanted and the pulserider was removed. After the aneurysm embolization was completed, a right cag was performed. The procedure was completed, and the patient was hospitalized. Additional information received from the sales rep on 10-dec-2020 indicated that the sah stemmed from a perforated branch about 2 cm distal from the lesion where the pulse rider was placed. It was difficult to stop bleeding with the coils therefore, an urgent heparin reverse was performed. It was unclear if the bleeding stopped during the operation. After the sah event, the leakage of contrast medium gradually decreased. It is unclear if the patient has any clinical symptoms due to the sah. Additional information received on 20-dec-2020 indicated that the patient¿s current status is that the patient has been hospitalized. The complaint device was discarded; therefore, no further investigation will be performed. A review of manufacturing documentation associated with this lot w3725-06 presented no issues during the manufacturing or inspection processes related to the reported complaint. Hemorrhage and cerebral artery dissection are known potential adverse events that may be associated with the use of the pulserider in the intracranial arteries and are listed in the instructions for use (IFU) as such. Based on the available information procedural factors may have contributed to the event. No further information is available. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received on 20-dec-2020 indicated that the patient¿s current status is that the patient has been hospitalized. Section e1: initial reporter phone ¿ (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Updated sections on this medwatch: g3, g6, h2, h6 and h11. Based upon further file review, the patient codes ¿intracranial artery dissection and serious injury¿ were removed from the file and the following codes were added to better reflect the reported events: section h6: health effect - clinical code: intracranial hemorrhage (e0118) and perforation of vessels (e0511) section h6: health effect - impact code: medication required (f2303), surgical intervention (f19) and hospitalization or prolonged hospitalization (f08). Complaint conclusion updated to include correction to coding and conclusion after further complaint review: a report from the field indicated that a patient experienced a subarachnoid hemorrhage (sah) during a pulserider assisted coil embolization of an unruptured aneurysm of the right anterior communicating artery (acom). The pulserider t, 3mm, 8mm arch (201dct/ w3725-06) aneurysm neck reconstruction device (anrd) was reportedly used as per the instructions for use (IFU). The sah occurred when the pulserider was positioned into the left acom aneurysm. ¿it was determined that the cause of the bleeding was that the acom's penetrating branch was broken with the arch tip of the pulserider after taking multiple shots.¿ heparin was reversed and coiling continued. Six coils (unknown brand) were implanted and the pulserider was removed. After the aneurysm embolization was completed, a right cag was performed. The procedure was completed, and the patient was hospitalized. Additional information received from the sales rep on 10-dec-2020 indicated that the sah stemmed from a perforated branch about 2 cm distal from the lesion where the pulse rider was placed. It was difficult to stop bleeding with the coils therefore, an urgent heparin reverse was performed. It was unclear if the bleeding stopped during the operation. After the sah event, the leakage of contrast medium gradually decreased. It is unclear if the patient has any clinical symptoms due to the sah. Additional information received on 20-dec-2020 indicated that the patient¿s current status is that the patient has been hospitalized. The complaint device was discarded; therefore, no further investigation will be performed. A review of manufacturing documentation associated with this lot w3725-06 presented no issues during the manufacturing or inspection processes related to the reported complaint. Vessel perforation and hemorrhage are known potential adverse events that may be associated with the use of the pulserider in the intracranial arteries and are listed in the instructions for use (IFU) as such. With the information provided, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors including aneurysm/vessel characteristics, device selection, device interaction, operator technique, and mechanical manipulation of devices within the artery that may have contributed with no indication of a device defect or quality issue. The subarachnoid hemorrhage secondary to vessel perforation necessitated surgical intervention (i.e., coiling), heparin reversal, and prolongation of existing hospitalization to preclude permanent impairment. Furthermore, the event occurred during procedural use of the device. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Device manufacture date: not available at that time of the report. A supplemental report will be submitted if new facts arise, which materially alter information submitted in a previous MDR report.

Event description:
A report from the field indicated that a patient experienced a subarachnoid hemorrhage (sah) during a pulse rider assisted coil embolization of an unruptured aneurysm of the right anterior communicating artery (acom). The pulse rider t, 3mm, 8mm arch (201dct/ w3725-06) aneurysm neck reconstruction device (anrd) was reportedly used as per the instructions for use (IFU). The sah occurred when the pulse rider was positioned into the left acom aneurysm. ¿it was determined that the cause of the bleeding was that the acom's penetrating branch was broken with the arch tip of the pulse rider after taking multiple shots.¿ heparin was reversed and coiling continued. Six coils (unknown brand) were implanted and the pulse rider was removed. After the aneurysm embolization was completed, a right cag was performed. The procedure was completed, and the patient was hospitalized. Additional information received from the sales rep on 10-dec-2020 indicated that the sah stemmed from a perforated branch about 2 cm distal from the lesion where the pulse rider was placed. It was difficult to stop bleeding with the coils therefore, an urgent heparin reverse was performed. It was unclear if the bleeding stopped during the operation. After the sah event, the leakage of contrast medium gradually decreased. It is unclear if the patient has any clinical symptoms due to the sah.